Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "balloon was found to be ruptured" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient in the cath lab. The patient was then transferred to the ICU. Next morning in the ICU, it was noted by the staff that the balloon was found to be ruptured. As a result, the iab was removed. The iab was not replaced as the patient was maintaining adequate hemodynamic stability at time of rupture. Additional information received: the balloon ruptured, the machine alarmed and the intervention required involved neurological observation of the patient for a period of time and premature removal of the ruptured device. No adverse effects were experienced by the patient. No death associated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient in the cath lab. The patient was then transferred to the ICU. Next morning in the ICU, it was noted by the staff that the balloon was found to be ruptured. As a result, the iab was removed. The iab was not replaced as the patient was maintaining adequate hemodynamic stability at time of rupture. Additional information received: the balloon ruptured, the machine alarmed and the intervention required involved neurological observation of the patient for a period of time and premature removal of the ruptured device. No adverse effects were experienced by the patient. No death associated.